Event description:
A report was received on (B)(6) 2015 regarding a (B)(6) year old female patient who experienced slurred speech, shortness of breath (sob), and reported her "lips and mouth felt fat" during treatment. She was treated with 300ml of normal saline. The paramedics were called and the patient was transported to the hospital where she was admitted. The patient was discharged on (B)(6) 2015 and resumed treatment on (B)(6) 2015 using nxstage product without issue.

Manufacturer narrative:
The disposable cartridge was not returned as requested for evaluation. A review of the lot history showed there were no other events of this type. The patient continues to dialyze using nxstage products. Nxstage medical considers this report closed. No additional information will be provided. Device not returned.